Manufacturer narrative:
(B)(4). Upon further investigation it has been determined that the event of peritonitis was due to the small micro perforation in the bowel and that the events were unrelated to dianeal therapy. Per the medical assessment it has determined that this event is not a reportable serious injury. No further follow ups will be sent pertaining to this event.

Event description:
This is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of small micro perforation in bowel and peritonitis in a patient coincident with dianeal pd4 ambuflex (dianeal low calcium ambuflex) therapy for peritoneal dialysis (pd). Action taken with the dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient was diagnosed with a small micro perforation in bowel. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. Per the nurse, the cause of the peritonitis was due to the small micro perforation in the bowel. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. It was not reported if the patient had recovered from the small micro perforation in their bowel. The patient was recovering from the peritonitis. An opinion of causality was not reported for the event of micro perforation in bowel. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.